Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced dizziness and a fall. The patient was admitted into the hospital and the device was interrogated. The lead measurements were satisfactory. There were 2,046 pacemaker mediated tachycardia (pmt) episodes logged. It was unclear if the dates and/or time correlated with the fall. The post-ventricular atrial refractory period (pvarp) was extended and the issue was resolved. No further adverse patient effects have been reported. This product remains in-service.